Event description:
The customer reported that the system displayed a poor image quality during the procedure. The images appeared very grainy and they were getting bright flashes during imaging. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the image processor pcb. He tested the system and found it to be out of specifications. He found the image intensifier was defective. He repaired the system and it now operates as intended.